Event description:
I started the freestyle libra cgm system on (B)(6) 2022. Since then I have gone through five sensors. As of today's date I have had a 60% failure rate. The sensors seem to just stop reading. I usually get an error message that says "sensor error rescan in 10 minutes" or "sensor error rescan in 4 hours". Tonight I received an error "replace sensor your sensor is not working, please remove and start a new sensor". I requested a replacement for one sensor, and received it. That sensor lasted the fourteen days like it should have. When the sensors do work, the readings are off anywhere between 10 and 100 points. I realize there is a margin of error, but anything above 30 points seems a bit excessive to me. I would like the FDA to look into the quality and reliability of the sensors. FDA safety report ID #(B)(4).